Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 118 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Comparing blood glucose test results from customer's truetrack meter to pharmacy truetrack meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 111 mg/dl using customer's truetrack meter and 99 mg/dl using pharmacy's truetrack meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 10/16/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of poor storage of the user's test strip and an inaccurate user reference. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 70 to 118 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Comparing blood glucose test results from customer's truetrack meter to pharmacy truetrack meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 111 mg/dl using customer's truetrack meter and 99 mg/dl using pharmacy's truetrack meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 10/16/2017 and open vial date is (B)(6) /2015. (B)(6). Adverse event not reported.